Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant stated the door was open when it was closed. The rotor was adjusted to be centered with the rotor pin and invalidate home was performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the gantry door was unable to be closed. This issue was noted outside of a procedure, and there was no patient involvement.